Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When surgeon tried to insert the pre-loaded drt375 model intraocular lens (iol), the inserter did not fit into the 2.4mm wound, and the incision was enlarged. The doctor then proceeded to turn the knob and felt heavy resistance. After lens insertion, multiple scratches were observed in the center and periphery of the lens. About two (02) hours later the iol was explanted in a secondary surgical procedure and replaced with another drt375 22.0 diopter iol that was obtained from another facility. There was no sutures and no vitrectomy. Patient status post procedure was reported as fully recovered. It was reported the surgical technician loading the lens has used this inserter before. When reviewing he confirmed that he did not overfill into the lens case during hydration. The knob was turned more than half a rotation, pushing the lens to the tip. Sales rep informed him that he needs to only turn a half rotation. Both bss & ovd were used. It was indicated the iol direction for use were not followed. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.